Event description:
On 10/24/97 it was reported that the pt died with a heimlich chest drain valve in place. The valve was reported to have been placed backwards. The facility believes that the valve had come loose during the night and someone caring for the pt replaced it backwards. Apparently no one observed that the pt had any difficulty breathing or was otherwise in distress. The pt had no electronic monitoring in place at the time of the incident, no pulse oximeter, no EKG. The pt was breathing room air.